Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to unable to adjust the settings or change the operating mode was verified. As a result, the button board and the power knob were replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.